Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 147 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly, however moisture damage was found on the keypad traces. No blank display, display anomaly or damage inside of the insulin pump noted. The operating currents are normal. The insulin pump has minor scratched display window and cracked reservoir tube lip.